Event description:
It was reported that the bd phaseal¿ injector luer lock n35c experienced needle exposure during disengagement of the injector and mating component. The following information was provided by the initial reporter: when the hcp disengaged the injector, the injector needle was exposed. According to the customer's report, saline flush for the actual sample was completed but gemcitabine may be adhering to it.

Manufacturer narrative:
H6: investigation summary: one injector and photos was provided to our quality team for investigation. Through visual inspection, the injector membrane was noted to have been penetrated multiple times, the injector was not properly connected on to the mating device, the needle is observed to be exposed, and the injector grips are moved from their original place. Product undergoes visual and functional inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification that all critical dimensions are within specification. As the lot involved in this incident is unknown, a device history review cannot be performed. It is important to hold onto the white components of the injector when engaging/disengaging; do not grip the blue safety sleeve. If the grips of the safety sleeve become dislocated, the injector is activated causing needle exposure. To avoid damage to the safety sleeve grips, the injector must be removed by pulling it straight back and it cannot be forcefully engaged. The instructions for use must be carefully followed when using the phaseal devices in order to avoid any damage to the product that may result in the device not functioning as intended. Based on the investigation and sample evaluation, it was determined this incident is related to improper engagement/disengagement of the device.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ injector luer lock n35c experienced needle exposure during disengagement of the injector and mating component. The following information was provided by the initial reporter: when the hcp disengaged the injector, the injector needle was exposed. According to the customer's report, saline flush for the actual sample was completed but gemcitabine may be adhering to it.